Event description:
The reporter did back to back (rapid succession) blood glucose tests, with results of 58 and 150mg/dl. No details of the tests were given. No symptoms were reported. Control testing was not done due to lack of supplies. No harm was alleged. Follow-up attempts to contact the reporter for further info have not been successful.